Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient has suffered serious bodily injuries, including, but not limited to infection, extreme pelvic pain, hardening of the mesh, extrusion and erosion of the mesh, bleeding, pain during intercourse and other injuries. No further information has been provided.